Event description:
This unsolicited case from united states was received on 22-dec-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after 3 hours lost ability to ambulate, had bilateral pain and bilateral swelling, after unknown latency was not able to bear weight afterwards and fever. Also device malfunction was identified for the reported lot number. No past drug, concomitant medication or concurrent condition was provided. The patient did not use ant prosthetic device and had no allergy to avian proteins, feathers, or egg products. The patient's left knee hurt more than her right knee prior to receiving synvisc-one on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for arthritis (batch/lot number: 7rsl021; expiry date: unknown) (bilateral injection). The package was opened in the room. The fluid was drawn first. It was unknown if any medication was injected into the knee joint at the same time as synvisc one. Soon after injection, the patient went home and rested. The same day, 3 hours after the injection, the patient was unable ambulate, had significant bilateral pain and swelling. The patient continued to experience pain and swelling due to which she lost ability to ambulate. Pain scale was 5/10 before and 13/10 after. Patient used crutches. On an unknown date in 2017, after unknown latency the patient was not able to bear weight afterwards. Oral steroids and ice and elevation were prescribed by the pa. The patient was able to go back to physician's office on (B)(6) 2017 and was seen by a pa. On an unknown date in 2017, the patient had fever for 3 days. No fluid was drained and no blood work was done. Pain was in 7/10 scale continuing treated with elevation and ice. It was reported that the left knee was still swollen right knee was not but right knee hurts worse than left knee now. The patient's overall health was good. Corrective treatment: oral steroids and ice and elevation, crutches for lost ability to ambulate, not able to bear weight afterwards; oral steroids and ice and elevation for bilateral swelling and bilateral pain; not reported for device malfunction and fever. Outcome: unknown for lost ability to ambulate, not able to bear weight afterwards; not recovered for device malfunction, bilateral pain, bilateral swelling; recovered for fever an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for ambulate, had bilateral pain, bilateral swelling and not able to bear weight afterwards. Pharmacovigilance comment: sanofi company comment dated 29-dec-2017: this case concerns a female patient who received bilateral synvisc one injections from the recalled lot for arthritis and later had significant pain and swelling, was unable to ambulate and bear weight afterwards. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.